Event description:
It was reported that a customer encountered recurring occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge and resumed insulin delivery. Ultimately, occlusions continued and a replacement pump was sent to the customer.